Manufacturer narrative:
G4:14dec2020 b4:(B)(6). The service engineer replaced the central processing unit (cpu) board. Verification testing was performed and all tests passed. The issue is resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported the back up alarm failed. There was no patient involvement. The field service engineer was unable to duplicate the issue, however the error was confirmed in the significant error log.

Manufacturer narrative:
G4:22jan2021. B4:26jan2021. The central processing unit (cpu) board was returned for failure investigation and the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.